Manufacturer narrative:
The reason for this revision surgery was identified as instability after 4.3 months of patient use. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination.(B)(4). A review of the product complaint report history showed this is the first complaint for a part from this lot. The root cause for the instability was most likely the patients joint being tight as reported. There are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - due to the patient having only 5 degrees of motion, couldn't bend their knee.